Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No prime anomalies were noted. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed calibrate your sensor alarm properly after completion of the warm up. The insulin pump displayed the programmed value properly on the display graph; the sensor feature working properly. No calibration anomalies were noted. The insulin pump was received with cracked case on the back at the battery tube area and minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had insulin squirt out of it during a bolus attempt. The patient's blood glucose at the time of incident was 9.9 mmol/l. Troubleshooting was initiated and the customer confirmed that they were unable to prevent the insulin from squirting out. There was no physical damage to the device. The insulin pump will be returned for analysis.